Event description:
Broke with 3 lives left, wheel fell off back of instrument. Manufacturer response for mega suture cut needle, mega suture cut needle driver (per site reporter). Failure analysis investigations replicated/confirmed the customer reported defective I&a "wheel fell off the back of the instrument." The instrument was found to hav an input disk broken. Input disk #7 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure.